Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed the reported issue which was the fiber-optics connector not latch when attaching to the iabp. The initial inspections shows an item lodged in the fiber-optic port of the iabp. The item removed from fiber-optic port. Item appears to be the tip of a fiber-optic connector from an iabp. Unit now passes all tests and calibrations to manufacturer standards.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) fiber optic is not latching. There was no patient involvement.